Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded drive support disk. The pump was unable to perform rewind test, basic occlusion test, occlusion test, prime, excessive no delivery test or verify prime anomaly due to motor error alarm. The pump had bleeding lcd glass, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to observe the end of the tubing once act is released. The customer stated that insulin did not continue to drip after letting go of the act button. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.